Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy, it was reported that on (B)(6) 2024 patient reported that infusion set is detached. The blood glucose level at the time of incident is 300 mg/dl and at the time of call is 242 mg/dl. No further information available.